Event description:
The procedure was coil embolization of internal iliac artery aneurysm that was not calcified and mildly tortuous. The event happened during the procedure. The physician could not detach a presidio (pc4181447-30/f59591) using an enpower control cable (ecb000182-00/c10702). It was noted that the green system ready light and the detachment light on the detachment control box (lot unknown) did not illuminate at the time the detachment was attempted. The audible signal did not beep. A pre-deployment electrical check was performed. The low battery or fault light was not seen during the case. All connections appeared to fit properly without application of excessive force. The first coil failed to re-sheath because the introducer sheath was damaged and the coil could not be reloaded into the introducer sheath. There is no information regarding how the damage occurred. After that, the presidio was safely removed from the patient. The same microcatheter (echelon14/covidien (B)(4), type unknown) was used to complete the procedure but a new presidio (pc4181447-30, lot unknown) and a new cable (lot unknown) were used. It is unknown if the detachment control box was replaced. The procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown how many coils were placed in the aneurysm during the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: enpower control cable (ecb000182-00/c10702) detachment control box (lot unknown) new cable (lot unknown) presidio (pc4181447-30, lot unknown) microcatheter (echelon14/covidien (B)(4), type unknown)